Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, the user requested assistance completing a supply change. The agent guided the user through filling the tubing, applying the new site, and resuming insulin delivery, explaining that future disconnections can be made from the anchor. The user also reported receiving a false low alert from the freestyle libre 3 plus continuous glucose monitoring (cgm), though they did not feel symptomatic. The agent advised verifying with a glucometer when sensor readings seem inaccurate. The highest blood glucose (bg) recorded was 215 mg/dl. Bg was corrected after the supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.